Event description:
Ous MDR - after an implantation time of about 36 months, an unusual increase in pacing threshold was noted. At the same time, an impedance >3200 ohm was detected. The lead was not returned to biotronik.

Manufacturer narrative:
Ous MDR - the device was not returned for analysis. The analysis is, therefore, based on the production documents. The manufacturing process of this device was reviewed. The production documents did not show any anomalies that could be related to the complaint. All manufacturing steps were carried out correctly. In summary, there is no indication of a manufacturing error.